Event description:
I have type one diabetes and was using the dexcom g7. I had multiple incidences of wildly incorrect numbers between (B)(6) 2025 and (B)(6) 2025. On one specific occasion (B)(6) 2025, my dexcom read 100 and steady. I was driving and I felt increasingly unwell. When I pulled over and did a fingerstick blood test my sugar was actually 40. This is considered a severe low and was made more dangerous by the fact I was driving.